Event description:
High impedance was observed in the programming history for the device. There was no implant date or patient initials programmed. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information could be found.

Manufacturer narrative:
Brand name, corrected data: bipol lead model 300. The lead model name is known based on the generator information. However, the size of the electrode and other serial number/lot number information is unknown. Initial MDR inadvertently did not include the known brand name of the lead.